Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The a batch review was performed on the reported lot and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a blood administration set that the rotating luer lock connection is faulty causing it to disconnect from the set. A patient was involved but no injury occurred. No additional information is available.